Event description:
The inner cannula on one tracheostomy tube would not lock properly. It was also noted that the outer cannula appeared misshapen. This was detected during procedure set-up with no direct pt involvement. Device was received at the mfg site on 11/20/96 and forwarded to the quality analytical lab for analysis and investigation.